Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: one disposable set was returned for investigation. The sample was tested and measured in terms of the concentrations of the free hemoglobin of the supernatants. The concentrations of the sample fell within the range <160 mg/dl. The manufacturing and testing records were reviewed with no issues noted. Three retention samples from this production number were visually examined. One bag was tested for solution volume and the other two were tested for the composition of the solution. There were no abnormalities in appearance and measured value conformed to in-house standards. Root cause: a definitive root cause for this failure could not be determined. The following are possible root causes:-characteristics of blood, e.g red blood cell fragility-bacterial contamination-excessively cooling-filter clogging- filtration time is extended because the filter is likely to clog, and furthermore,when red blood cells flow through such a filter, a physical stress on the red blood cells may cause hemolysis.

Event description:
The customer reported that they had 3 units of plasma derived from whole blood with a red tinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.